Event description:
It was reported that a patient underwent a ventral hernia repair procedure on (B)(6) 2011 and mesh was used. The patient reported having really bad pain during sex. The patient is not able to lay on her stomach since the mesh was put in because, the pain feels like she is being ripped open. At times, the patient feels she needs to throw up. The patient has received shots in the stomach around that area and the patient is being sent to pain management. The patient received a second opinion from a surgeon and plans to have the mesh removed soon.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This medwatch report is in response to receipt of maude event report (B)(4).